Event description:
It was reported that high pacing impedances and noise were noted when attempting to change programming from unipolar to bipolar prior to magnetic resonance imaging (MRI). As a result, the MRI was postponed. Additional information was requested from the field representative to provide disk data for analysis, as well as lead details. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This patient was referred to for follow-up with primary physician. No further information is available at this time. If further information becomes available, this investigation will be updated.